Event description:
The report received from the cypher pms registry database indicated that this pt experienced a non-q wave myocardial infarction 15 months after having a cypher stent implanted in their mid left anterior descending artery. The treatment of this event is unk. This pt was admitted to the hosp with a chief complaint of stable angina (ccsiii). The pt was currently taking diabetes medications. The pt was taken electively to the cardiac cath lab, where angiography revealed 82% long (25mm), concentric, c-type lesion in the mid-lad. Info regarding the use of anti-thrombins and/or gp 2b3a inhibitors is not reported. There were no difficulties in accessing or wiring the vessel noted. The mid-lad lesion was predilated with a 2.0 x 20mm balloon inflated to 14atms. A 2.75 x 28mm cypher stent was deployed to 15 atms with unsatisfactory results. The stent was post-dilated with a 2.75 x 25mm balloon inflated to 16 atms. Residual stenosis was reported to be 9%, with timi 3 flow noted post procedure. The pt was discharged three days later on plavix and aspirin; however, on follow up contact the ongoing cardiac medications listed are aspirin and beta blockers only (no plavix). Fifteen months later the pt experienced a non-qwave mi with the ck-mb reported as >2 times the upper limits of normal. The pt underwent a treadmill stress test, which was positive for ischemia. The area of distribution of the ischemia is not known. It is unk if the pt underwent any additional angiography to confirm the results of the stress test. The treatment and outcome of the event are also unk.